Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient only had one motor stall. It was confirmed that the motor stall occurred on (B)(6) 2015 and not on (B)(6) 2015. It was also confirmed the stall was discovered on (B)(6) 2016, and that the patient did go to the emergency room (ER) seven times.

Manufacturer narrative:
Date of event corrected/udpated.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (2.5 mg/ml at 0.49 mg/day) and morphine (10 mg/ml at 1.99 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and arachnoiditis. It was reported a motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The reporter was going to recommend the patient to call 911. The hcp noted the nurse that was visiting the patient said the patient didn&#38176;look good but did not specify to her what symptoms the patient was exhibiting. Follow-up was being conducted to obtain troubleshooting performed related to the motor stall, diagnostics performed related to the patient not looking good, actions/interventions taken, cause of the motor stall, and resolution of the issue.

Event description:
Additional information was received that the pump stalled on (B)(6) 2015. The patient found out about the stall when the nurse came to fill the pump on (B)(6) 2016. The patient had been to her primary care physician (pcp) several times. The patient saw her pcp on (B)(6) 2016. The patient went to the emergency room (ER) seven times and had two hospital stays. It was unknown what led to the motor stall. The motor stall was not resolved. The pump was removed on (B)(6) 2016. The patient went through morphine withdrawal and almost went crazy. The patient did not want to go through that again. It was noted "there should be some kind of alarm to let you know at the office it has stalled." Information was later received that conflicted with what the patient previously reported. It was reported the stall occurred on (B)(6) 2015. The patient went to her pcp and the ER six times. The stall was not discovered until (B)(6). It was again reported the patient went through morphine withdrawal, and the patient now knows what it feels like to be a drug addict. The shakes, rocking back and forth, crawling skin and feelings of going crazy.